Manufacturer narrative:
Measure: this issue only impacted this specific device. Analyze: senior cas (B)(6) reviewed the open call for (B)(4): case #(B)(6): adequate suction applanation to the eye is noted at the start. 5.25 diameter capsulotomy and 2 ak incisions were planned at 69.5 and 249.5 degrees with sweep of 31.4-degrees. Procedure density was determined as a category 1. Significant z movement noted starting at frame 36 (completion of ak #1 sweep) and progressing to frame 46 (ak #2). Root cause: patient movement resulted in poor ak incision #2 cut. Proper head placement, eye cup application, and locking of the arm is necessary to reduce issues. Laser functioned as designed.

Event description:
Clinical outcome - issue: on (B)(6) 2022, dr. (B)(6) reported to cas (B)(6) that there was a small full thicknesspenetration through the inferior ak with minimal leak. Closed with 10-0nylon suture x2.